Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4).this complaint for a connection issue was not confirmed. A root cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
A customer contacted baxter's technical service center reporting that the heater bag came undone during fill 2 of 4 on the homechoice (hc) machine. The home patient (hp) requested assistance to end therapy. The technical service representative (tsr) assisted the hp with ending therapy. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the hp regarding the bag coming undone, it was revealed that the issue was resolved by starting over using new supplies. The hp stated that she was unsure of the cause, as the supplies looked normal, and that there were no defects on the supplies. The hp verified that she had appropriately tightened the connection and that the bag did not fall. The hp stated that she discussed the issue with her nurse. Per hp, she did not have any injury or harm as a result of this incident as she was not even connected when the separation occurred and never reconnected. The hp stated that she is doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.